Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.